Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "ran out of med too soon." Additional notes provided by the facility¿s clinical engineering support services include: "received 2nd call on this stating the pump ran its meds 5 hr too soon." Reported problem cause description: "software related." There was patient involvement, but harm was unknown. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿